Event description:
It was reported that when the foley tray was opened it was found that the jelly's packaging was torn.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Based on the evaluation, it was observed that the jelly sachet was torn. Microscopic examination performed and found that the tear looked like been exposed with pressure from outside. There were jelly solutions leaking and wet outside of jelly sachet. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure could be due to generated at supplier site or during transit to bard, (example: defective / torn / broken components/product mishandling). The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley tray was opened it was found that the jelly's packaging was torn.